Event description:
It was reported that alerts for non-sustained rv oversensing were observed via remote transmission. Patient was asymptomatic. Review of the transmission revealed myopotential oversensing. Programming changes were made. Patient was stable and will continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).